Manufacturer narrative:
D6b: explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. (B)(6).

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and not returned.